Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00825, 400-03-402, s807 - pain, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient had a primary hip, had pain and elevated lab level's suspicious for infection. The surgeon opened and washed out the wound and swapped the poly and headball.